Event description:
It was reported that pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully, which eventually led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer tried different wall adapters and charging cables without success, then planned to use multiple daily injections as backup therapy, while technical support provided instructions for storage mode and pump return, confirmed shipping details, and arranged shipment of replacement pump.